Event description:
The contact stated the customer tested his glucose one morning and received a reading of 343 mg/dl. He took insulin, retested a half hour later, and received a reading of 30 mg/dl. Paramedics were than called. When they arrived, the customer was unconscious and received treatment. Although the contact did not specify the type of treatment received, it was probably glucose. The paramedics retested the customer's glucose after treating him, and received a reading of 115 mg/dl. The contact retested the customer's glucose a couple of minutes later using his contour meter and the reading was 356 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. Troubleshooting showed the system to be operating as designed, and no product will be returned at this time.